Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture thresholds were observed on the left ventricular lead. The only configuration with capture was ring to coil. The lead was capped (B)(6) 2021. The patient received a device downgrade. The patient was stable with no side effects related to the lead.